Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: during the investigation, a review of the black box data from the date of the pi has been overwritten. The current black box data shows multiple loss of prime warnings with low non zero force. The pump was exercised for 24 hours and a loss of prime was not duplicated. A force calibration test was passed within specification. Unrelated to the original complaint the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.